Event description:
Following an interventional procedure using a 7f sheath, a 6f angio-seal device was deployed. During surgery, the pt was administered 10,000 units of heparin. After cardioversion, a small hematoma was noted. Continuous pressure was held for one hour, however the hematoma continued to form medial to the puncture site. The pt experienced low pressure and was placed on a dopamine drip. Subsequently, the pt was taken to surgery for repair of the artery and removal of the angio-seal device.